Event description:
The customer reported that he was hospitalized due to low blood glucose levels, and when he was going to have an MRI done, he gave the transmitter to his spouse. That transmitter is now lost. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-94580.